Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not yet been returned for evaluation.

Event description:
Per biomed sn: device was reported to have been dropping off and intermittent tracking issues. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to obtain magnet/ECG readings during procedure was unconfirmed. The magnet tracking and ECG readings were functioning correctly as received at the service facility. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to refurbished inventory. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed sn: device was reported to have been dropping off and intermittent tracking issues. No other information was provided.